Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer's blood glucose reading ranged from 112 to almost 400 mg/dl. Customer reported that he treated his high blood glucose with the pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.